Event description:
On (B)(6): customer reports fluoro failed during a pt procedure. Staff brought in a portable fluoro c-arm to complete the procedure. Customer provided no pt or procedural info other than to say procedure was completed without further incident and the pt outcome is fine.

Manufacturer narrative:
Field svc engineer found the system working normally when he arrived and could not duplicate the problem. Fse reset the table, generator, and imaging system and tested the table per maintenance section of the hut dr svc manual. Fse also tested the generator per maintenance section of the svc manual, and tested the gold one system per maintenance section of the svc manual. Unit passed checkout procedures and was returned to full service by the customer.